Event description:
Discordant, falsely elevated troponin results were obtained on three patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, and all resulted lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse ran a dry test and performed monthly maintenance. Sample precision was running as expected. The cause of the discordant, falsely elevated troponin results is unknown. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2015-00070 was filed on february 26, 2015. Additional information (04/15/15): the customer is no longer running the troponin method on this advia centaur xp instrument. The customer is running all troponin patient samples on an alternate advia centaur xp instrument. The customer is running thyroid and reproductive hormone assays on this instrument, without issues. The instrument is performing according to specifications. No further evaluation of the device is required.